Manufacturer narrative:
H6: medical device problem code 1494 - incorrect anatomy. Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the procedure was to treat a lesion in the pulmonary artery. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: the nc trek rx coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion b) balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction c) balloon dilatation of a stent after implantation (balloon models 2.00 mm ¿ 5.00 mm only). In this case, it was reported that the physician received nc trek product training and knows the indication of the product. The physician selected this model of product based on the analysis and judgment of the lesion. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the pulmonary artery. The 5.0x20mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion and the lesion treated. Resistance was noted during removal from the anatomy and it was noted that the shaft separated. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size bdc was used to successfully complete the procedure. No additional information was provided.